Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. No damage was noticed on the shaft. The stent was partially deployed approximately .4mm from the marker band. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that deployment issue occurred. During preparation of a 10x60x75 epic¿ vascular stent, upon removal of the device from its case, it was noted that the stent marker part protruded from the distal tip. The yellow lock of the grip was connected and no dial operation was performed. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that deployment issue occurred. During preparation of a 10x60x75 epic¿ vascular stent, upon removal of the device from its case, it was noted that the stent marker part protruded from the distal tip. The yellow lock of the grip was connected and no dial operation was performed. The procedure was completed with another of the same device. No patient complications reported.